Event description:
It was reported that during a hand assisted laparoscopic colon cancer radical procedure; the iris valve seal was torn when tightening. The surgeon had concerns about the quality and safety of the device. The operation was changed to open. Now the patient is in stable condition.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what devices were being used when tightening down? -unk. When in the procedure did the tear occur? -during tightening the seal cap. Just after the surgeon put his hand through the retractor into patient¿s body. Had instruments of any kind been placed through the seal at any time? (Please list instruments inserted) -no. Was the device being tightening round anything or just to close? - just to close. What is the surgeons experience with this device? - experienced. Was the decision to convert the procedure to an open procedure due to the torn device? -yes. The surgeon had concerns about the quality and safety of the device due to the torn device. So he decided to convert the procedure to open. Were other devices available at the facility to replace the torn device? -yes. But the surgeon gave up using this kind of products in this operation.